Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 50-10400 lot b2239679 before the market release. No anomalies have been found. The original lot, manufactured in year 2022, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation the returned device, received on 11 may 2023, was examined by orthofix srl quality operation department. The returned strut was subject to visual, dimensional and functional check as per orthofix specification. In the visual check the returned strut has been disassembled in correspondence to the two insert bushings, to investigate studs' behavior. · side opposite to rod-end joint (not affected one): the insert bushing did not show any anomalies. The disassembly occurred with significant resistance, meaning that the gluing was effective. Glue residues are present both at male (insert bushing) and female (outer tube) threads, as expected. No anomalies have been detected. · side of rod-end joint (affected one): after the disassembling of the insert bushing with an allen wrench it was evidenced that the insert bushing is broken in correspondence to the conical section. No issues were detected related to gluing step. Glue residues are present both at male (insert bushing) and female (outer tube) threads, as expected. The dimensional check did not evidence any anomalies. The check on the affected stud, as reported by the user, was performed before stud disassembly. It was evidenced some play between the stud and the rod end joint. This little instability cannot lead to a frame failure since the pin is kept in position by the black part and by the ring on the opposite side. Anyway, the minimal play can cause micromovements between the rings and a little noise during walking of the patient ("clicking noise perceived by the patient"). The check of the studs with the ring was conforming to orthofix specifications. The functional check performed did not show any anomalies. All tests passed (i.e.: bolt loosening and inner-outer tubes sliding; threaded rod sliding; bolt fastening; turning knob functionality). Medical evaluation the information made available on the event, with the outcome of the technical evaluation, was sent to our medical consultant. Please find below an extract of the medical evaluations performed: -in this case a patient was fitted with a tl hexapod ring with 6 struts, to make an alignment correction to a tibia. A noise was heard from the frame as the patient walked, and slight instability of one strut joint was observed. After 7 days the patient returned and the strut was replaced. Treatment then continued as planned. Examination of the strut has shown the following: · the stud at one end of the strut was a little loose · the amount of movement in the strut was limited by the structure of the device, and there was no risk of further loosening · the strut at each end is held in place by a bush with is glued to the strut housing. This joint was tested at each end and the amount of glue and strength of the joint were to specification · when the strut housing at each end was disassembled by breaking the glue joints, the components were normal at the unaffected end. · at the affected end it was found that part of the bush that located the spherical part of the strut was broken; this allowed an abnormal but limited amount of movement of the strut. The correct gluing of the main part of the bush would have prevented any further movement, · the mechanism that locks the strut to the ring was found to be normal. · the cause of the breakage of the bush is unknown; a direct blow on the end of the strut in line with its axis was postulated. · there is also a possibility that the bush was broken during previous usage or abnormal handling during cleaning. · this type of damage has not been recorded before and is therefore very unusual. It is fully understandable that the surgeon and the patient needed to have the reassurance of replacing the strut with a new one. Although we are reassured by the engineers that it was not possible for the strut to collapse. The incident was caused by a clearly defined breakage of an internal component of the strut, the mechanism of the breakage being uncertain but probably due to some sort of blow or rough handling, either during or before the strut was applied. The breakage was very unusual and did not put the patient at any risk of loss of position, but strut needed to be replaced. Final comments the analysis performed on the returned device evidenced the following: · side opposite to rod-end joint (unaffected end): no anomalies were detected. · rod-end joint side (affected end): part of the bush that located the spherical part of the strut was broken; this allowed an abnormal but limited amount of movement of the strut. · the mechanism that locks the strut to the ring was found to be normal. The breakage of the internal component is of uncertain origin, but probably due to some sort of hit/impact, either during handling or treatment. The analysis of the historical data evidenced that no other notifications have been received on devices belonging to the same lot. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by local distributor indicates: - hospital name: radboudumc hospital - date of initial surgery: (B)(6) 2023 - body part to which device was applied: tibia - surgery description: correction/fracture treatment - patient information: approx. 50 year-old, male, weight approx. 80 kg., height 180 cms - problem observed during: into treatment/post-operative - type of problem: device functional problem - event description: tlhex strut connection pin is loose/moving, what made the frame instable. 7 days delay in the correction. The complaint report form also indicates: - the device failure had adverse effects on patient - the initial surgery was not completed with the device - a replacement device of same model was not immediately available to complete surgery: a medium strut on the maximum size was used - the event did not lead to a delay in the duration of the surgical procedure - an additional surgery was not required - a medical intervention (outpatient clinic) was not required - copy of operative reports and x-ray images are not available - video of the involved strut was provided - patient's current health condition: good, after 7 days the patient came back with the medium strut and this was changed for a long strut. On 10 may 2023, orthofix srl received the following additional information from the local distributor: -the patient came to the hospital because of the slightly insatiable frame/clicking noise. Then the surgeon only had a medium strut available, so he placed this medium strut on the maximum settings, just to stabilize the frame and to send the patient back home. Then the surgeon asked for a replacement. -the problem occurred during the first use of the device -the treatment is ongoing successfully manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 50-10400 lot b2239679 before the market release. No anomalies have been found. The original lot, manufactured in year 2022, was comprised of 30 units. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation: the returned device was received at orthofix on (B)(6) 2023. The technical evaluation is on going. Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as further information is available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by local distributor indicates: hospital name: (B)(6) hospital. - date of initial surgery: (B)(6) 2023. Body part to which device was applied: tibia. Surgery description: correction/fracture treatment. Patient information: approx. 50 year-old, male, weight approx. 80 kg., height 180 cms. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: tlhex strut connection pin is loose/moving, what made the frame instable. 7 days delay in the correction. The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was not completed with the device. A replacement device of same model was not immediately available to complete surgery: a medium strut on the maximum size was used. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copy of operative reports and x-ray images are not available. Video of the involved strut was provided. Patient's current health condition: good, after 7 days the patient came back with the medium strut and this was changed for a long strut. On 10 may 2023, orthofix srl received the following additional information from the local distributor: the patient came to the hospital because of the slightly insatiable frame/clicking noise. Then the surgeon only had a medium strut available, so he placed this medium strut on the maximum settings, just to stabilize the frame and to send the patient back home. Then the surgeon asked for a replacement. The problem occurred during the first use of the device. The treatment is ongoing successfully. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).